Event description:
On 3/14/97 during a platepheresis procedure the donor received approx 100ml of acd in the first ten minutes of the procedure. Procedure was immediately discontinued. Operator noticed that the pump handle had been left open. The technician was in training at the time the event occurred. The amount of acd delivered was determined visually from the acd bag. The donor complained of the chest pains and tingling of the lips. Tums (calcium source) was administered to the donor. The symptoms subsided and the donor was released fully recuperated from the center.

Manufacturer narrative:
The initial report info has been updated and is reflected in the info printed in this follow up report. Unless substantially info becomes available, this constitutes a final report.